Event description:
Patient status post right cochlear implant about two years ago, with a cochlear corporation nucleus ci512 device. Patient and his wife indicate that following activation of his implant, he had a very serviceable hearing on the right side. However, about seven months later, he had an episode where he noticed the implant shut off for a second and then came back on. He then stated that he noticed a decrease in his ability to hear on the right. He states that he cannot hear with the cochlear implant by itself and that he needs a cochlear implant and hearing aid together in order to have serviceable hearing.what was the original intended procedure?right cochlear explant and reimplantation.